Event description:
It was reported that, the patient underwent left total elbow replacement (for post-traumatic arthritis) at (B)(6) hospital, on (B)(6) 2023. Surgeon unknown. He has been experiencing pain, swelling, poor range of movement for many months, referred to (B)(6) hospital. During surgery, a decision made by surgeon to remove all implants, as the joint was obviously infected. All primary implants removed, without too much difficulty, and an antibiotic spacer inserted. Stage 2 of the revision to be attended to in the future, when clinical markers of infection are not evident. No further information was available.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since. X-rays of the event were provided by the reporter along with pathology to confirm the presence of an infection. The device inspection revealed the following the provided images of the case were evaluated by a stryker hcp which revealed the following all of the components of the implant are intact and properly placed. However, in the x-ray a radiolucent line around the cement mantle of the ulnar component is present, in addition to a positive culture provided by the reporter verifies an infection is present. A functional and dimensional inspection was not possible since the device was not returned. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Considering the low probability of device-related infections occurring at this stage, coupled with the understanding of the typical timeline and nature of late-onset infections associated with implant materials, it has been determined that completing the infection checklist for implants within this timeframe is unnecessary. Due to the age of the device being implanted in 2023, an evaluation of the provided x-rays and pathology by a stryker hcp, the root cause was attributed of this case is attributed to a patient related issue due a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the patient underwent left total elbow replacement (for post-traumatic arthritis) at (B)(6) hospital, on (B)(6) 2023. Surgeon unknown. He has been experiencing pain, swelling, poor range of movement for many months, referred to (B)(6) hospital. During surgery, a decision made by surgeon to remove all implants, as the joint was obviously infected. All primary implants removed, without too much difficulty, and an antibiotic spacer inserted. Stage 2 of the revision to be attended to in the future, when clinical markers of infection are not evident. No further information was available.